Event description:
Olympus was informed that during a diagnostic colonoscopy without polyps a disposable electrosurgical snare was used. When the snare was re-inserted into the scope for the second time, the user noticed that the end of the snare was separated. The snare was removed from the procedure. The procedure was completed with a similar but different snare. There was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus america for eval. The oval snare loop wire was lodged inside the working length sheath due to foreign material inside the working length channel. This report is being submitted as a medical device report in an excess of caution.